Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the generator emitted a solid tone in the middle of excising the gall bladder from the liver bed with a lcsc5. The surgeon proceeded to remove the gall bladder with electro cautery. After surgery the test tip was used to determine if the issue was in the blade and not in the generator or handpiece. There was no consequence to the pt.